Manufacturer narrative:
(B)(4). The implanted device remains.

Event description:
Per the clinic, the patient experienced an infection and granulation at the abutment site. On (B)(6) 2014 the patient was prescribed oral antibiotics. On (B)(6) 2014, the patient was taken to the operating room and administered general anesthesia to facilitate the removal of the abutment. The implanted device remains.